Manufacturer narrative:
Correction: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138. One 8.5f fast-cath introducer sheath was received for evaluation. A hydrophilic coated guidewire was also returned. The sheath tubing had been stretched and torn into two sections; both sections were returned. The distal section had been torn at 3.45¿ and had been perforated at 2.98¿ proximal to the distal tip. The distal section had multiple kinks at the distal tip through 0.50¿ proximal to the distal tip; the distal tip had been split. The proximal section of the sheath tubing had a protrusion at 0.68¿ and had been torn at 1.75¿ distal to the distal end of the hemostasis hub; the proximal section remained attached to the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage remains unknown.

Event description:
During an atrial fibrillation procedure, resistance was noted and the sheath tube detached approximately 9cm proximal to the tip during insertion into right femoral vein. A balloon catheter was inserted into the sheath and inflated to remove the detached portion of the from the patient. A non abbott sheath was then inserted from the left femoral vein and the procedure was completed with no adverse consequences to the patient.